Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. During the inspection of the available iegms noise was observed in all channels on april 28th, 2023, leading to multiple charging cycles. The frequency and morphology of the sensed signals can be attributed to the strong external electromagnetic fields used by magnetic resonance imaging (MRI). Furthermore, the data showed that the eri battery status was activated at this time, due to reaching the maximum charging time of a defibrillation shock. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to a device damage. The data documented that the MRI mode of the ICD had not been activated. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data indicate that the clinical observation resulted from a damage of the ICD during the MRI scan, because the MRI mode of the ICD hat not been previously activated.

Event description:
After the patient underwent an MRI examination on (B)(6) 2023 the pacemaker shows the eri indication. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.